Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring looked ok at the start of the case, and just ¿seem to change¿ as it was being used to more of an l shape, the device was unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring looked ok at the start of the case, and just ¿seem to change¿ as it was being used to more of an l shape, the device was unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25157176 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/07/2021. An investigation was conducted on (B)(6) 2021. An incomplete device was returned. Only the harvesting device was returned for evaluation and not the cannula. Signs of clinical use and evidence of blood was observed on the base of the jaws as well as on the harvesting device handle. There were no physical defects observed on the harvesting device. The heater wire was observed to be slightly flexed at the center due to normal clinical use. No visual defects were observed on the clear silicone insulation on both the cold and hot jaws. Based on the non-return of the cannula, we are unable to confirm the reported failure "material twisted/ bent; c-ring".